Manufacturer narrative:
The device was returned and evaluated. The alleged condition could not be duplicated.

Event description:
Provider alleges consumer got stuck going up a hill and called an ambulance.

Manufacturer narrative:
The "date of event" was not provided. The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer got stuck going up a hill and called an ambulance.